Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0011319439); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory in original packaging and jar in clear solution, visual analysis showed the valve appeared discolored showing evidence of blood contact. All leaflets were flexible and exhibited signs of moderate to severe creases. As received, leaflet 1 appeared open while leaflets 2 and 3 were in a closed position. All commissures were intact. The valve was received in a partially crimped condition with the inflow exhibiting an elliptical appearance. The valve was submerged in warm saline to reset frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. At this point, the valve was recaptured and appeared to retract without issues or anomalies. The valve was then fully deployed; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (such as calcification level, lvot anomalies, compliance of the annulus, and bicuspid valve) and/or procedural factors (such as pre-case planning, sizing, loading, and user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed after first attempting to implant the valve. A pre-case plan image was provided, illustrating the calcification of the patient¿s anatomy, moreover the placement of the valve was reported to be deep. Both calcification and positioning of the valve are likely contributing factors to the infold. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic valve. The valve was deployed and recaptured. The valve was too deep was not co-axial, therefore was recaptured. After the first recapture, an infold was observed and could not be resolved. The system was withdrawn from the patient, and a new valve was used for implant. It was reported that the annulus size was 89. Per the physician, the patient's aortic leaflet calcification contributed to the infold. No adverse patient effects were reported.